Manufacturer narrative:
Medical records were received from the dialysis facility. A clinical investigation was performed by the post market surveillance department. Based on the 40 pages of medical record information it appears that on (B)(6) 2013 this patient expired. Death certificate states that the cause of death was septic shock due to septicemia. According to the death certificate, no autopsy was perform. The medica records did not contain progress notes, lab/culture results, medication/treatment records, dialysis records or physician orders for review. There was no documentation that indicated the patient was receiving dialysis at the time of the event. There was no documentation in the medical record that shows the cause for the septicemia. The patient had a stent placement approximately one month prior to her death. There was no documentation in the medical record that indicated a causal relationship between the patient's septicemia and the patient's dialysis treatment. Additional medical records form the hospital have not yet been received. The clinical investigation will be updated if or when thy are received. The plant investigation is pending. A CAPA was initiated to address this issue. Corrections and corrective actions have been completed to assure all products meets bioburden specifications prior to release. A supplemental medwatch will be submitted.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. Distribution records were reviewed to identify potential lots of this product shipped to the customer in the 3 months preceding the event. The investigation revealed that lots 13jmlb008 and 13kmlb010 were recalled on march 28, 2014 and april 9, 2014 respectively. Although requested from the hospital, additional medical records have not been received.

Event description:
A death certificate was received from the patient's spouse. The following is based on the death certificate: the patient's cause of death was listed as septic shock with septicemia as underlying cause. Other significant conditions contributing to the death are listed as: aortic aneurysm and dialysis dependent chronic renal failure. A follow up call was made to the patient's dialysis facility. The registered nurse could not provide any additional information nor was she aware if the patient used the product. Medical records were received from the dialysis facility however, they did not include records from the hospitalization preceding the patient's death. Additional medical records have been requested from the hospital.